Event description:
Boston scientific received information that telemetry was unable to be established with this cardiac resynchronization therapy defibrillator (crt-d). It was noted that the device was in storage mode after reaching end of life (eol) five months earlier. A review of labeled device longevity noted that the device had been implanted for less than 5.5 years when eol was reached, and therefore did not meet minimum device longevity per device labeling. The patient was also noted to have a left ventricular assist device implanted. No adverse patient effects were reported.

Event description:
Boston scientific received information that this device was explanted at a later date. No adverse patient effects were reported.

Manufacturer narrative:
With current information, the device remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.